Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4) (con): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy; postlaminectomy pain and spinal pain. A loss of therapy was reported. It was reported that an adjustment was needed but the healthcare professional advised the patient to take pain medication. The consumer reported that the device is working and inquired how to meet with a rep for a routine checkup. The consumer stated that they used to meet with reps for routine adjustments, but it's been a couple years. The consumer confirmed that the patient was not having a return of symptoms at this time.